Manufacturer narrative:
Concomitant product: dtbb1d1 ICD, implanted: (B)(6) 2015.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. Reprogramming was performed. The lead remains in use. The patient was a participant in the wrap it study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.